Event description:
It was reported that the device had early battery depletion, possibly due to high battery impedance. It was also reported that the patient presented with severe bradycardia, fatigue, and pre-syncope due to no capture by the right ventricular lead. A polarity switch and lead warning were also noted. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.